Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the 5/32 inch drill with jacobs chuck was missing a ring. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for missing ring and rough operation was confirmed by the qa technician through functional and visual evaluation. The device was missing the colored ring and the device was rough to operate. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the 5/32 inch drill with jacobs chuck was missing a ring. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.